Event description:
The complainant reported the gastrostomy tube's balloon deflated and the tube fell out. The tube had only been in place one week; however, the insertion and removal dates are unknown.

Manufacturer narrative:
(B)(4). The device reported, list number 56548, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 51364, that is marketed in the u.s. The tube was reinserted multiple times. Per label instructions, the tube is to be inserted only once. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.